Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported event. The device was returned in good physical condition with a scratched screen. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log showed evidence no evidence of the reported issue. To further investigate, the device was started in application, but no problems found with beeping. However, the downstream sensor will be replaced as a preventive measure. The cause of the reported issue could not be determined.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device was continuously beeping. It is unknown if there was patient involvement.